Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure.a manufacturing record evaluation was performed for the finished device lot number (6l87541), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an anterior and posterior cruciate ligament reconstruction. Procedure on (B)(6) 2021, it was observed that the screw device started to rotate on its own axis; and would not hold anything back when it was passed and placed. Another like device was used to complete the procedure. There was no surgical delay or patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. D4, h4: the lot number, expiration date and manufacture date were reported as unknown on the initial report; and have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an acl procedure, the 8x23mm milagro advance interference screw was passed, when the screw was placed, it started to rotate on its own axis and it was not holding anything back, but it was cutting the graft. When removing it, they found it how it is in the images, the doctor making the second attempt, taking another trajectory, the same thing happened, the complaint device was received and evaluated. Upon visual inspection of the screw, it could be observed that the device had a damage on the tip. A manufacturing record evaluation was performed for the finished device 6l87541 number, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the interference screw needs to be attached to its proper driver, however, the customer did not provide a photo of the driver that was used in this procedure, also, poor bone quality can be a contributor for the failure reported. As per IFU 111245 load the interference screw onto the correct driver for proper implant delivery. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an acl procedure, the 8x23mm milagro advance interference screw was passed, when the screw was placed, it started to rotate on its own axis and it was not holding anything back, but it was cutting the graft. When removing it, they found it how it is in the images, the doctor making the second attempt, taking another trajectory, the same thing happened. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However two photos were provided. Upon visual inspection of the photos, it could be observed that the device has a damage on the tip. A manufacturing record evaluation was performed for the finished device 6l87541 number, and no non-conformances were identified. According with the photo visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the interference screw needs to be attached to its proper driver, however, the customer did not provide a photo of the driver that was used in this procedure, also, poor bone quality can be a contributor for the failure reported. As per (B)(4) load the interference screw onto the appropriate driver. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the screw device started to rotate on its own axis and would not hold anything back when it was passed and placed. Another like device was used to complete the procedure. There was no surgical delay or patient consequences reported. No additional information was provided.